Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. Although no problem was found with the device, it could not be determined when the needle fully deployed, and the cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Event description:
It was reported that the pink slide did not move forward when the pod was activated and the cannula was visible after removing the pod. Patient also found the cannula bent. No impact to the patient's blood glucose level was reported. The device was returned and evaluated. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. Inspection of the soft cannula did not find it bent, kinked, or damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  We are unable to confirm the reported needle mechanism failure or bent cannula or to determine its root cause. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.2-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward when the pod was activated and the cannula was visible after removing the pod. Patient also found the cannula bent. No impact to the patient's blood glucose level was reported.